Manufacturer narrative:
(B)(4). The mean age was 74.4 ± 9.4 years. Implant dates range between january 2015 and june 2016. Article citation: kaweh mansouri, giorgio enrico bravetti, kevin gillmann, harsha l rao, tun wang ch'ng, andre mermoud. "Two-year outcomes of xen gel stent surgery in patients with open-angle glaucoma." Ophthalmology glaucoma, vol. 2, no. 5, 2019, pp. 309¿18. Crossref, doi:10.1016/j.ogla.2019.03.011. The reported events of "vision loss, hypotony maculopathy, endophthalmitis, high intraocular pressure, and retinal detachment" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reported events of "gel stent blockage, hypotony maculopathy, endophthalmitis, high intraocular pressure, bleb-related issues, and retinal detachment" are known potential adverse events addressed in the product labeling. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The reported xen®45 gts events of "59 eyes required antiglaucoma medications for high intraocular pressure," "1 eye required reoperation for persistent bleb leak despite bleb revision," "13 eyes required deep sclerectomy, and 1 then underwent an eyewatch device implantation," "1 eye required placement of baerveldt tube augmented with the xen gel stent," "1 eyes required bleb revision due to an external end of blocked xen gel stent," "2 eyes required implantation of a second xen gel stent," "33 eyes required 1 needling procedure," "16 eyes required 2 needling procedures," "9 eyes required 3 needling procedures," "3 eyes required bleb revisions," "10 eyes experienced hyphema," "4 eyes experienced choroidal detachment," "3 eyes experienced hypotony," "3 eyes experienced bcva loss; 1 due to retinal detachment and 1 secondary to hypotony maculopathy, both eyes retained light perception," "2 eyes required anterior vitrectomy due to intraoperative posterior capsule rupture," and "1 eye experienced endophthalmitis 9 months following deep sclerectomy due to failed xen. No iris occlusions observed, primarily posterior scarring or intraluminal cell debris" were noted in the article: "two-year outcomes of xen gel stent surgery in patients with open-angle glaucoma." American academy of ophthamology; vol 2., issue 5. Pg 309-318.